Manufacturer narrative:
Concomitant medical products: product ID: 8575, lot# j0326472r, implanted: (B)(6) 2004, product type: accessory. Product ID: 8709, lot# l62216, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
The patient was experiencing increased pain/inadequate pain relief. The patient had a seroma at the device pocket. The cause of the seroma was unknown. On (B)(6) 2014, the patient presented for a (B)(6) study. It was noted that they had filling/aspiration difficulties with the pump. The pump appeared to be flipped downward and they were unable to access the cap (catheter access port) due to the orientation of the pump. The pump was visualized under CT scan; they were unable to perform the (B)(6) study. The cause of the pump movement/flip in the pocket was unknown. The patient status was reported as ¿alive-no injury¿. The device system was delivering dilaudid, bupivacaine, and clonidine. As of (B)(6) 2014, the pump positioning had not been correct; a revision was pending.